Manufacturer narrative:
53 year old male treated on 10.4.21 for 2 3mm stones in left middle and lower calyz received 1700 total shocks at protocol ramp up of energy and delivery. Stone responded to treatment and it is not necessary to schedule for additional treatment. No medication or homeopathic health aids reported to be taken prior to treatment. It was reported that patient received toradol interoperatively. Patient developed hematuria, pain/renal colic soon after treatment and diagnosed with hematoma and lacerated kidney. Patient was admitted to the hospital on 10.4.21. Physician reported no issues with the equipment at the time of treatment. Treating and reporting physicians are unresponsive to our attempts to gather data on patients current condition, discharge date, remedial treatments. If additional information is received a follow up report will be submitted. The device was evaluated and no issues were found. Device meets manufacturers specifications.

Event description:
The customer reported that a patient presented with a hematoma, hematuria, renal injury (lacerated kidney) following eswl treatment on (B)(6) 2021. Patient was admitted to the hospital on (B)(6) 2021. Treating and reporting physician is unresponsive to our attempts to secure updated information concerning the patient.